Event description:
Device malfunction: none; symptoms: vision loss; time of symptoms: during the procedure in 2005. In may 2005, the patient was presented for surgical implantation of an acculink carotid stent system. During the procedure an acculink embolic protection system was implanted in the carotid artery; however, plaque or other particles deslodged and advanced through the accunet embolic protection system into the patient's right eye causing permanent vision loss and other damage.